Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant as it was reported that lead measurements were not satisfactory. A competitor's product was then implanted. During the implant of the competitor's product the patient's blood pressure dropped and an echocardiogram was performed and fluid was noted in the pericardium, presumably from a lead perforation. The patient's pressure had stabilized. The physician was unable to determine which product caused the perforation. Additionally, the patient had experienced ventricular tachycardia (vt) that required external shocks. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.